Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx coronary balloon catheter the balloon ruptured during the first inflation and the mid shaft of the device broke. An inflation pressure of 18 atm was applied prior to the balloon burst. The lesion being treated was located in the left anterior descending artery (lad), exhibiting mild calcification, mild vessel tortuosity and 70% stenosis. The mid shaft broke while in the lad of the patient. The device did not break into two separate parts. The device was inspected before use with no issues noted. Negative prep was performed prior to use with no issues noted. The device was being used to pre-dilate the lesion. Significant resistance was noted while advancing the device to the lesion and excessive force was used to advance the device. The device was not moved or repositioned while inflated. The balloon was replaced to complete the procedure. No patient complications have been reported as a result of this event.